Event description:
Interrupt af pm009 clinical study. It was reported that the patient experienced pleuritic chest pain. After an ablation procedure with an intellamap orion high resolution mapping catheter and an intellanav mifi open-irrigated catheter, the patient developed burning sub-sternal chest pain on deep breathing or coughing. Pericarditis was suspected, but no evidence of pericarditis was shown on electrocardiogram (EKG) or echocardiogram. The patient was started on colchicine 0.6mg and was kept an extra night for testing and observation. The event resolved the next day. It was further reported that the patient experienced post procedure inflammation. The principal investigator determined the chest pain to be caused by post procedure inflammation. It was further reported that the adverse event was updated to post procedure inflammation. At a clinic visit on (B)(6) 2019, the patient complained of occasional discomfort across chest. No action taken. The outcome of event was ongoing.

Manufacturer narrative:
Patient weight: 94.1 kg. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Interrupt af pm009 clinical stud.y it was reported that the patient experienced pleuritic chest pain. After an ablation procedure with an intellamap orion high resolution mapping catheter and an intellanav mifi open-irrigated catheter, the patient developed burning sub-sternal chest pain on deep breathing or coughing. Pericarditis was suspected, but no evidence of pericarditis was shown on electrocardiogram (EKG) or echocardiogram. The patient was started on colchicine 0.6mg and was kept an extra night for testing and observation. The event resolved the next day. It was further reported that the patient experienced post procedure inflammation. The principal investigator determined the chest pain to be caused by post procedure inflammation.

Manufacturer narrative:
Patient weight: 94.1 kg. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient weight: (B)(6) kg. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) clinical study. It was reported that the patient experienced pleuritic chest pain. After an ablation procedure with an intellamap orion high resolution mapping catheter and an intellanav mifi open-irrigated catheter, the patient developed burning sub-sternal chest pain on deep breathing or coughing. Pericarditis was suspected, but no evidence of pericarditis was shown on electrocardiogram (EKG) or echocardiogram. The patient was started on colchicine 0.6mg and was kept an extra night for testing and observation. The event resolved the next day.